Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g6.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 4 and 24 hours. The patient reports they were at the hospital emergency room for 3.5 hours. Treatment information was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 4 and 24 hours. Once at the hospital the patients pod was removed. The patient was treated with intravenous fluids and insulin. The patient was able to apply a new pod prior to being discharged from the hospital. The patient reports they were at the hospital emergency room for 3.5 hours.

Manufacturer narrative:
Changed b5 - describe event or problem. From: it was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 4 and 24 hours. The patient reports they were at the hospital emergency room for 3.5 hours. Treatment information was not provided. To: it was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 4 and 24 hours. Once at the hospital the patients pod was removed. The patient was treated with intravenous fluids and insulin. The patient was able to apply a new pod prior to being discharged from the hospital. The patient reports they were at the hospital emergency room for 3.5 hours.